Event description:
During the prep of the ablation catheter, the distal tip bent when pulled back into the "flower" position. The catheter was removed and replaced with no interaction with the patient. Vendor notified. Manufacturer response for pulsed field ablation catheter, 31mm farawave pulsed field ablation catheter (per site reporter).